Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Patient had a 2 level c5/6 c6/7 acdf (B)(6) 2015. Follow up visit on (B)(6) 2016 showed everything was fine. Follow up visit on (B)(6) 2016 showed a screw at c5 was fractured. Dr (B)(6) is not going to do anything about this. Patient stated he was riding lawn mower over rough terrain and that may have done this